Manufacturer narrative:
According to received information in the service report, the inspiratory pressure transducer printed-circuit board (pcb) was exchanged in the ventilator and this solved the failing pre-use checks tests. No goods were returned for our investigation, since the customer refused to send it. No device logs have been received for further evaluation either. The pressure transducer test referenced as the reported error is a sub-test during the pre-use checks tests used to self-test the device. If any fault is detected during the pre-use checks, the device shall not be used for patient treatment according to user's manual. Since no goods were returned for investigation, the cause for the reported failure could not be determined.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement. (B)(4).